Event description:
It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise. This occurred while the sensing vector was set to the primary vector. The sensing vector has now been reprogrammed to the alternate vector. There were no additional adverse patient effects. The system remains implanted.